Manufacturer narrative:
Event date: please note this date is approximate. Concomitant medical products: product ID 3888-33, lot# 0205211477, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that since (B)(6) 2015, the patient ¿complained that he felt no more stimulation.¿ the patient reported had ¿escaped from drowning in (B)(6) 2015(B)(6)¿ and in the following weeks he had to increase his amplitude a lot in order to feel the stimulation and about one month later he couldn¿t feel the stimulation anymore. Radiographic testing was performed and ¿demonstrated nothing special to the connections.¿ impedance testing was performed and found that ¿all electrode impedances were out of range.¿ the patient¿s lead was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report.

Manufacturer narrative:
If follow up, what type? Correction: please note that (B)(4) no longer applies to this report. Device evaluation: analysis of the lead found the #0, #2, and #3 conductors were ¿broken 1.8, 2.3, and 2.9 cm from the proximal end.¿ it was also found that there was ¿environmentally assisted degradation of the insulation at the connector.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.